Manufacturer narrative:
Concomitant medical products: product ID: w3dr01 ipg, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a fracture with high and undefined impedance. It was also noted that the right ventricular (rv) lead exhibited high thresholds and no capture. Both the ra and the rv leads were capped and explanted. No patient complications have been reported as a result of this event.